Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle acetabular reamers dull. Will be returned once replacements arrive at hospital. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the reported observation. The root cause is attributed to heavy usage/ wear out over time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson & johnson canada reported pinnacle acetabular reamers dull. Will be returned once replacements arrive at hospital. The device associated with this report was not returned. A search of the complaint database found similar reports and the root cause was attributed to wear out. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Update: october 7, 2019: johnson & johnson canada reported pinnacle acetabular reamer is dull. Will be returned once replacements arrive at hospital. Examination of the returned instrument confirmed the complaint; cutting teeth of the instrument are dull.  A search in the complaint database found similar reports that attributed the root cause to be from heavy usage. The root cause for this instrument will also be attributed to heavy usage/ wear out over time. Based on the investigation, the need for corrective action is not indicated.  Complaints will be monitored under post market surveillance sep 419. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.